Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that ipg was repositioned to the opposite side. Patient denies traumas or falls.

Manufacturer narrative:
Date of event: date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient had discomfort and pain at the implantable pulse generator site. The ipg was repositioned on (B)(6) 2021. No additional information is available at this time.